Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the reported issue did not repeated after two days of procedures while on site. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a catheter based procedure, the navigation system displayed a "localizer not connected" error message. It was reported that the lights on the camera were on and green. Restarting the navigation system restored functionality and the site completed the procedure. The reported issue occurred right before and after registration of the patient. The reported issue could not be replicated in later procedures. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: upon further follow-up, the medtronic representative reported that they have not been able to recreate the issues and have had several successful cases since without issue.

Manufacturer narrative:
The in/out hub for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.